Event description:
While attempting to use the alaris latex-free infusion sets the rptrs have experienced multiple failures (13). Once the IV tubing sets are loaded into the pump, they tend to develop a leak a short time after.